Event description:
A patient was undergoing a carotid stent angioplasty. The procedure went well until the point where the surgeon was attempting to retrieve an emboshield nav6 embolic protection system. When the retrieval device was launched to retrieve the protection device, it appeared to work fine but when it was pulled out, the emboshield protective device broke from the retrieval device and remained within the patient. Multiple attempts were made to remove the device but were not successful====================== health professional's impression======================the emboshield protective device was unable to be removed from the patient causing a concern for embolic events (cva, intracerebral bleed).